Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 11:34:25. During night drain cycle three, the patient's ultrafiltration reading was 2261 ml, indicating the home patient (hp) drained 2261 ml more than their maximum programmed fill volume of 3000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. It was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as an inappropriate bypass of a low drain volume (ldv) alarm. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass a ldv alarm. The guide warns that bypassing a ldv alarm when there is still fluid left in the peritoneal cavity can result in an iipv situation. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.